Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated patient having pain. It was also stated that there was a loosening of an unknown component, loosening occurred at bone to implant interface. Doi: unknown; dor: (B)(6) 2018; right side.